Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00230. It was reported that the rotawire became stuck in the burr. Vascular access was obtained via the right femoral artery. The 20mm x 2.5mm, 95% stenosed, eccentric, de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A rotalink plus burr and a 330cm rotawire¿ were selected for use. During procedure, the burr was advanced on the rotawire but after a few centimeters was not able to advance it further and the rotawire became stuck in the system. The procedure was completed with another of the same burr and rotawire. No patient complications were reported and patient's status is stable.